Event description:
Related manufacturer reference number: 2017865-2021-34035. It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed high impedance values exhibited by the right ventricular (rv) lead. The patient was asymptomatic. No changes were made.